Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain\ pelvic') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), mestranol;norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-apr-2009: total bilateral occlusion, my tubes were closed; on (B)(6) 2009: total bilateral occlusion doctor said her tubes were closed.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of product technical problem we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain\ pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), mestranol; norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, anxiety, depression and psychological trauma outcome was unknown and the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-apr-2009: total bilateral occlusion doctor said her tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received; new events- abdominal pain, psych injury, migration were added. Event outcome of pelvic pain was updated from recovering\resolving to recovered\resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), mestranol; norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Doctor said her tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain\ pelvic') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), mestranol;norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, my tubes were closed; on (B)(6) 2009: total bilateral occlusion doctor said her tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (general) and abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. Seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), mestranol; norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion doctor said her tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received: case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), depression and mental anguish, dysmenorrhea. Events outcome updated, events onset date, events severity, concomitant drug added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.